Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no damages. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip found no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a break in the hypotube 637 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion found a kink in the midshaft 25 mm distal to the proximal end of the hypotube midshaft bond. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00x38mm promus premier¿ stent was selected for use. The device was loaded onto the wire and while inserting it into the sheath, it was noted that the shaft broke. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.   (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00x38mm promus premier¿ stent was selected for use. The device was loaded onto the wire and while inserting it into the sheath, it was noted that the shaft broke. No patient complications were reported.